Event description:
A customer reported that their insulin pump experienced a malfunction, and there were no notable events leading up to this issue. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.